Event description:
It was reported that the insertable cardiac monitor (icm) was explanted due to infection. No new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the insertable cardiac monitor (icm) was explanted due to infection. No new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction field h6: patient codes.